Manufacturer narrative:
The device was not returned for evaluation. We did not receive a lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for non-conformance. If additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Event description:
The device broke during an ectopic procedure. To date, although multiple attempts have been made to gather additional information, information regarding patient status and event information have not been provided. No patient injury was reported.